Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen via an implanted pump. The pump's IFU (indication for use) was listed as intractable spasticity and familial spastic paraparesis. The baclofen lot number, type, dose, or concentration were not known to the reporter. In year 2003, the patient experienced a nick in the catheter and it was leaking. The patient underwent revision surgery to correct the issue. During surgery, when the line was opened back up, she was overdosed. The patient was immediately given narcan so she did not go through overdose symptoms. Pertinent medical history, other medications the patient was taking, diagnostics to determine the catheter issue, and patient outcome were not provided. Additional information has been requested, but was not available as of the date of this report.